Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the device was explanted and replaced. No complications were noted during the procedure.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had been experiencing pain at the scs ipg site. The patient reported that the site would at times be sore throughout the day. CT scans done by patient's physician did not show anything of concern, but the problem did not resolve. Surgical intervention is anticipated to resolve this issue.